Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked pump) causing high bgs. The pump passed the displacement test, rewind test, prime/ seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Test p-cap locks properly into the reservoir compartment. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked case on corner of belt clip rails, and cracked case above arrow and battery icon. In summary, pump passed required testing, thus no confirmed device issues. Unable to confirm alleged high bg's. Customer allegation for cosmetic damage (cracked pump) was confirmed during visual inspection where cracked retainer, cracked case on corner of belt clip rails, and cracked case above arrow and battery icon was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had huge crack and it makes rattling noise. Customer experienced high blood glucose level of 23.9 mmol/l. The customer will discontinue use of the device.